Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events 10 events were reported for this quarter. Product return status 10 devices were received for evaluation. Evaluation status 8 events were confirmed during testing. 4 devices were found to be affected by a lubrication problem. 4 devices were found to be affected by corrosion. 2 device evaluation is in progress. Product disposition this device is not repairable and was not returned to the user facility. Additional information there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 10 malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 2 previously reported events are included in this follow-up record. Evaluation status: 2 reported events were confirmed during testing. 1 device was found to be affected by corrosion. 1 device was found to be affected by a lubrication problem. 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.